Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, it was reported that the patient's tape was not sticking. Moreover, the infusion set was used for couple of hours. No further information available.